Event description:
The manufacturer field service technician reported that the device chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.